Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited oversensing of electromagnetic interference which triggered an inappropriate automatic mode switch. No intervention was performed. The patient was stable and would continue to be monitored.